Event description:
It was reported that (1) device and (2) reloads were used during a gastrectomy. It was reported by the affiliate that the tct75 instrument misfired on each of the (3) firings with only half of the staples in each cartridge fired. The safety tab on all the trt75 reloads were present and correctly removed before inserting into the tct75 device. There was no consequence to the pt.